Event description:
The reporter contacted animas on (B)(6) 2013, reporting that while the patient is currently hospitalized due to pneumonia, the reporter stated that the patient was hospitalized a few weeks ago with a blood glucose (bg) of 700mg/dl. The reporter stated that there were unknown signs or symptoms and events leading to or hospital information. The reporter stated that the issue for hospitalization was not pump or supply related. The reporter stated there was a bunch of wires that were interfering and it was due to wires, she was unable to explain further. The reporter declined to troubleshoot the pump for this issue nor provide further information. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: the last basal delivery is recorded in the black box on 03/23/2013. There was no activity outside of normal use is observed. The total daily dose added up correctly and reflect the programmed basal target. The pump powers on and displays verify screen. The unit was primed and exercised for 24, no delivery interruption occurred during the duration test. The force sensor calibration is within the requirement. The pump passed a 29h flow accuracy test.